Event description:
In a letter dated 04-feb-2025, the surgeon stated that the patient, who is allergic to cobalt and cement, has a painful left knee with an existing revision construct (cemented femur, cementless stems), and after imaging review and patient examination, it appears the pain is associated with loosening of the current implant. Surgeon advises that there was not a large enough stem available for adequate press fit, and the inflammatory reaction the patient had from a chronic infection caused it to loosen early. Revision of the femoral component is planned.